Event description:
The customer tried several combinations of bipolar forceps, and cables for them, and upon activation and release the generator keeps beeping and showing activation even though the tips are no longer touching. They have tried this with completely new out of the box cables and still the same issue. As far as they know the ¿circuit¿ of any standard bipolar is very basic and does not have any kind of ic, just a cable connecting the port to the tip.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. B3: unknown; captured as awareness date . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No serial number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.